Event description:
It was reported that during a lap gastric bypass procedure, the device was leaking from the housing seal. They were able to complete the procedure with the device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.